Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 20 mm amplatzer vascular plug 2 was selected to embolize an intrapelvic arteriovenous malformation. At a routine follow-up on (B)(6) 2014, a vessel recanalization was confirmed in the lesion area of the intrapelvic arteriovenous malformation. On (B)(6) 2014, an additional coil embolization was performed. Target lesion occlusion was obtained post-operatively. The procedure was successfully completed with no further issues. The patient has been stable post-procedure.